Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to returned the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number of the device and clarification of the reported event has been requested. At this time, it is assumed that the reporter implicated a leakage from the device, based on the alleged malfunctioning right at the connection point of the port and the tubing." Device labeling addresses the reported event as follows: "the lap-band ap system is not a lifetime product and it may break or fail in whole or in part at any time after implantation and notwithstanding the absence of any defect." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Risk manager at user facility (hospital) reported to FDA: "dysfunctional lap band with tubing malfunctioning right at the connection point of the port and the tubing. Reason for use: morbid obesity". At this time, it is assumed that the reporter implicated a leakage from the device, based on the alleged malfunctioning right at the connection point of the port and the tubing." Follow up in progress.